Event description:
The surgeon relayed that the catheter (implanted on 07/15) has extravasation and will require replacement. On review of chart, the catheter was placed for chemo (chemo administration not done here), on 10/07 a (B)(4) was done and showed extravasation, suggesting a leak on the port. Unknown when this will be replaced.